Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display screen showed nothing when the programmer was powered on. Further investigation showed the display lvds (low voltage differential signal) printed circuit board was loose causing the white screen to appear. Analysis also found the ECG (electrocardiogram) connector is loose. Pcmcia (personal computer memory card international association) card eject button is broken. System fan was dirty. Stylus was tucked up under the inside edge under the keyboard. Concomitant products: product ID 2067l rf (radio frequency) head product ID 229047 analyzer. (B)(4).

Event description:
It was reported that while attempting to update the programmer's software via the software distribution network the display screen showed nothing when the programmer was powered on. The programmer was returned to the manufacturer for service, analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.